Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left anterior descending (lad) artery stenting procedure, during pre-dilatation, in an eccentric, mildly calcified lesion, the rx voyager balloon ruptured at 4 atmospheres (atm). A non-abbott balloon was used to complete the pre-dilatation. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly calcified and 99% stenosed, which may have contributed to the experienced rupture. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the sds may have aided the eval in determining a cause for the reported difficulty. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.